Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the returned wireless recharger (s/n: (B)(6)) revealed that the patient's complaint was confirmed as the device led's scroll continuously and the device is unresponsive. The flash read/write protection bits have become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the patient said their stimulator was not working, it had been dead for a few months now, because the battery charger was not working and their charger was dead now too. The patient said they noticed an error when they were trying to recharge it a few month ago but didn't write it down. They got disgusted, gave up trying and now they needed an MRI. Reviewed it would be important to resolve their equipment issues so they can recharge their ins to be ready for the MRI. Worked with the patient to plug in the dock and the patient confirmed the green light came on the dock but they were not using a thick white cord. The patient placed the charger onto the dock but no lights came on the bottom green battery light did not blink. Worked with the patient to hold down the power button while the charger was on the dock and the patient reported seeing a red light and descending tones were heard but the issue was not resolved. Worked with the patient to reset the charger while off the dock and after placing it back onto the dock no lights came on. Offered and sent request to repair to replace the charger. Reviewed some MRI information. Emailed MRI information. Redirected to their doctor. The patient said their doctor retired, there are other doctors at the same facility that support the device and they can continue working with them. The patient called back the next day and reported that they received the new recharger in the mail and were trying to pair it to the handset. The patient put the recharger on the dock and opened the recharger application. The handset said the recharger was docked. Patient services reviewed the handset and recharger were paired. The patient was able to start a charging session.